Event description:
It was reported that the pt came back in for follow appointment complaining of hip pain.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.